Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4); smartablate generator, model # m-4900-07, s/n: (B)(4); smartablate pump, model # m-4900-08, s/n: (B)(4). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, a tamponade was observed. Pericardiocentesis yielded an unknown amount of fluid. Patient was sent for surgical repair of the injury. Postoperatively, the patient was reported to be in stable condition and was admitted to the coronary care unit. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.